Manufacturer narrative:
This device has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged. The patient presented to the hospital's emergency department, complaining of chest pain. The threshold values were not measurable; therefore, an x-ray and CT scan were taken, and it was observed that the lead perforated the myocardium, through the epicardium, and up to the rib. Surgical intervention was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported.